Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the 50ml syringe was full of shavings. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with plastic particles at the bottom of the syringe barrel and adhered to the rubber stopper. No other defects or imperfections were observed. This defect could occur during the molding process if the barrel was not ejected during the first attempt. Additional attempts from the molding tool could induce the white foreign matter shown in the photo. This matter comes from the inner wall of the syringe barrel. A device history record review was completed for provided material number 309653, lot number 1272147. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. Molding settings were correct and the parts were being ejected with no issues. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign shavings in it. The following information was provided by the initial reporter: "I just wanted to provide you with some images and lot of a 50 ml syringe that we found today. We did not use this as it was full of what looks like shavings?"